Manufacturer narrative:
H4: the lot was manufactured between march 22-25, 2024. The device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside the bag that contained the device which suggested a leak had occurred. The sample was removed from the bag for further inspection, and it was noted that there was a cut on a segment of the tubing line. Functional leak testing was performed, and a leak was observed at the cut area of the tubing line. No evidence of a leak was observed from the bladder. The reported condition of a leak was observed. The reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported that a large volume infusor was leaking from the rubber reservoir. The leak was observed prior to patient use. The device was filled with fluorouracil (5fu). There was no patient involvement. No additional information is available.